Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating they had sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was unknown. The customer stated that she unsure if cannula was bent since the set was removed and discarded at the hospital.